Manufacturer narrative:
The console was not returned for analysis. However, it was serviced by a field service engineer (fse) at the customer site. The fse inspected the console and determined that it needed adjustment. The optical path lens was checked. The near and far field optical paths and energy were recalibrated. Additionally, the fan, cooling water, and filter were all checked. The console was tested at full power for half an hour. It is likely that the system needing adjustments is what led to the event reported by the customer.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the laser unit presented a red screen, and the procedure was suspended. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.